Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was loss of capture on this right ventricular (rv) lead. Multiple episodes of unspecified duration were reported. A chest x-ray indicated that the lead had moved. The lead was repositioned and remains in service. No additional adverse patient effects were reported.